Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto. The device was returned to a third party service center. During visual inspection of the device, it was determined the power supply of the unit was corroded and metallic surface was corroded. Additionally, dust/dirt contamination was found inside the device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device evaluated by third party.

Event description:
A device was returned to a third-party service center. Evaluation observed that the power supply of the unit was corroded. There was no patient harm or injury. During the evaluation of the device at the third-party service center, it was found that the power supply of the unit was corroded. Corrosion on metallic surfaces and dust/dirt was also observed. No evidence of foam degradation was observed. The unit was scrapped.